Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra coil 400 (pc400) coils and a penumbra coil 400 detachment handle. During the procedure, the physician successfully deployed a pc400 coil; however, the detachment handle was unable to detach the pc400 coil. The physician opened a new detachment handle and the pc400 coil still would not detach. The physician manually detached the pc400 coil. The procedure continued successfully with additional pc400 coils and the physician continued using the second detachment handle. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00516. The device was implanted in the patient.